Event description:
A plate, implanted for wrist fusion, broke post-operative and was removed. Pt did not heal. During revision surgery broken hardware was removed and new plate along with new bone graft material was placed. Reportedly pt has now healed and is doing well.